Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device was unable to obtain ECG signal via pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The device was put through extensive testing including bench handling, impedance testing, defib cycle testing, and ECG monitoring functional stress testing, using the returned accessories without duplicating the report. The device was recertified and returned to the customer. Review of the device data logs showed a poor connection between the electrodes and the patient. Communication from the customer suggests the patient was wet from being pulled out of water. The x series operator's guide states: "excessive body hair or wet, diaphoretic skin can inhibit electrode coupling to the skin. Clip excess hair and dry any moisture from the area where an electrode is to be attached." Analysis of reports of this type has not identified an increase in trend.